Event description:
On 11/14/08, gore received notification of a second procedure and patient death. In 2006, this patient was implanted with tg3115/03617540. In 2007, this patient was implanted with tg3420/04939575. At approximately 6 months later, this patient expired. Cause of death is unknown. Further investigation is pending.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that both lots met all pre-release specifications. Other related devices implanted: tg3420/04939575.